Manufacturer narrative:
Continuation of d10: product ID: 309201, lot#: unknown serial#, implanted: on (B)(6) 2025, explanted: on (B)(6) 2025, product type: screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 309201, serial/lot#: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a trial patient who was using an external neurostimulator (ens) for fecal incontinence. It was reported that patient who recently had a trial. Patient complained of daily headaches that started within 24hrs of the device being turned on. Patient had not been troubled with headaches for a number of years prior to the device been turned on. They did have to change the external neurostimulator (ens) as there was some issues with connection. My therapy app disconnecting from ens during pne. No cause known. Rep checked that patient was pressing 'end session' on my therapy app. Hcp tried different handset and issue was still occurring. Ens was changed and then the connection issue stopped and patient could continue with their trial. The ens was discarded. However even after the ens was changed, the patient continued to have headaches throughout trial. The device was eventually removed. The healthcare professional (hcp) spoke to patient 5 days after pne removal and they had nearly gone. The lead was discarded.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.